Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc difficulty connecting the hub to a connector. The following information was provided by the initial reporter: the nurse states that she had issues connecting this item with the t-connector stating she had to jam it in. This happened twice today.

Manufacturer narrative:
Investigation results. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.